Event description:
Note: date of event is unknown it was reported to boston scientific corporation in 2008, that a gi retrieval balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp)procedure on an unknown date. (Patient age, gender and weight unknown). According to the complainant, the balloon was tested (inflated and deflated) outside the scope prior to introduction down the biopsy channel; no problems were noted. Once the balloon was in the bile duct, it was inflated, then it burst. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Balloon burst. No information regarding the upn number was available from the complainant. The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.